Event description:
It was reported to resolve on (B)(6) 2024 that a patient who underwent a three-level anterior cervical discectomy and fusion surgery about one year ago required a revision surgery. It could be seen on x-ray that a screw had backed out of the coda plate. The patient was brought to surgery on (B)(6) 2024 to revise the screw. Once the surgeon had dissected down to the plate, he saw that the locking mechanism of the plate had broken on one side and there was a loose piece of metal inside the screw head. The surgeon decided to remove the loose piece of metal and the screw that had backed out. He did not insert another screw or replace the plate as the contralateral side of the locking mechanism was still intact.